Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm. The reaction consisted of a rash with redness, inflammation, and dry skin at and around the sensor patch adhesive on the arm. The patient developed a high fever, consulted the hospital and was treated with penicillin. No additional patient or event information is available.